Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was off by several minutes which delayed ability for nurses to pull medications when needed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility:(B)(6). Upon investigation of the actual device used in this incident, it was determined that the times were off by several minutes. A technical support specialist connected to the device, checked the current time and time zone, and corrected the time using knowledge article 000005209 to resolve the issue. The system performed as intended after the technical support specialist troubleshot the device.